Event description:
It was reported that (1) device was about to be used during a laparoscopically assisted vaginal hysterectomy. It was reported by the rep that when attaching the lcsc5 on the hp052, the tech found that it would not work (solid tones). A test tip was used with the same results. The pt ended up with a total abdominal hysterectomy due to pt's anatomy not present for laparoscopically assisted vaginal hysterectomy (not due to the harmonic scalpel not working). There was no consequence to the pt.